Manufacturer narrative:
One sample was returned for evaluation with its original packaging. Visual inspection found no damage or other defects. Functional tests found the device worked properly, fully priming and connected without difficulty, with liquid flow through the whole device without interruptions. Failure mode leaking was not confirmed.

Event description:
It was reported that the cassette was leaking. Per reporter, they had just switched to a different manufacturer's closed system transfer device (cstd). Per reporter, the event occurred while in use with the patient at home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.